Event description:
It was reported that after 40 hours of working, the device stopped sucking, the green led indicator was working but without blinking. The device was restarted but it didn't turn on again so a back up device was used. No patient harm or damage reported. No delay reported.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. No samples were received for this complaint therefore visual inspection and functional evaluation could not be performed. No sample for this complaint is currently available preventing a more thorough investigation. If the product becomes available in the future, this case may be reopened. Potential causes for the issue experienced are: dressing not applied properly, without creases and fixation strips; filter/port not adhered to dressing correctly; connector not correctly fastened and secured to the pump; tubing trapped, folded over/kinked causing a blockage; dressing integrity has been compromised prior to manufacturing, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to confirm the failure mode and subsequently identify a root cause. No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.